Event description:
This is an esrd pt who was taken to the o.r. For thrombectomy and possible revision. During the procedure the device (fogarty catheter) was used several times and brought out several pieces of the clot. Device was passed one more time and at this point the balloon ruptured. Device removed and no evidence of the balloon was seen. A new device was used with no further incident. Chest x-ray revealed no evidence of a foreign body. Since this facility utilizes this device quite a bit in the o.r., and the staff is unsure of what happened to the balloon on the device. This facility is sending this report as a voluntary report.